Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked during investigation, however, no signs of leakage were observed along the fluid path during leak test. No other damages or defects were found that would contribute to the reported leaking. It could not be conclusively determined when or what caused the kink in the exposed portion of the soft cannula or if it contributed to the reported leaking. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) levels reached over 450 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. She stated that the pod was leaking. The patient's blood glucose history is as follows: (B)(6).